Event description:
I have warn contacts for 20 years and was recently prescribed acuvue oasys 1-day with hydraluxe. My eyes immediately began to sting, water, and became sensitive to light. I chalked it up to allergies and went several days before trying a pair of the contacts again. When I did try them, had the same symptoms. After disposing of that pair, the symptoms continued for several days, with no relief from eye drops. This led me to return to the optometrist to seek treatment and a different brand. Ref report: mw5173200. Pt codes: 2146, 1907. Device code: 1670.